Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and menorrhagia had resolved and the abortion spontaneous, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test (unspecified) result :unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping).new events: pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), pregnancy: stillbirth/miscarriage, device ineffective, migraine, headaches were added. Lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and anembryonic gestation ('pregnancy: stillbirth/miscarriage/blighted ovum') in a 35-year-old female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/only one coil was placed". The patient's medical history included pregnancy ((B)(6) 1995; (B)(6) 1998), multigravida and parity 2 ((B)(6) 1995; (B)(6) 1998). Concurrent conditions included unicornuate uterus and lymphoma. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain") and arthralgia ("hip pain"), 4 months after insertion of essure. On (B)(6) 2012, the patient experienced anembryonic gestation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage/pregnancy: termination"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches") and complication of device insertion ("only one coil was placed"). The patient was treated with misoprostol (cytotec) and surgery (hysterectomy with bilateral salpingectomy and curettage with suction). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain and menorrhagia had resolved, the anembryonic gestation, migraine, headache and complication of device insertion outcome was unknown, the rheumatoid arthritis had not resolved and the arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, anembryonic gestation, arthralgia, back pain, complication of device insertion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and rheumatoid arthritis to be related to essure. The reporter commented: discrepancy noted for essure insertion date-(B)(6) 2011. Discrepancy noted for essure removal date- (B)(6) 2018. Patient received treatment for events- pregnancy (stillbirth or miscarriage). As per patient note on (B)(6) 2012 : cytotec was given to facilitate tissue expulsion. Trailing coil: right: 05 on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion on the left side. Pregnancy test - in (B)(6) 2012: pregnancy confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, pregnancy with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received. Reporters information were added. Lot no. Were added. Event: spontaneous abortion were updated to blighted ovum. Medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage'), abortion spontaneous ('pregnancy: stillbirth/miscarriage'), genital haemorrhage ('abnormal bleeding (general)') and rheumatoid arthritis ('rheumatoid arthritis') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (B)(6)1995; (B)(6)1998), multigravida and parity 2 (B)(6)1995; (B)(6)1998). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain") and arthralgia ("hip pain"), 4 months after insertion of essure. On (B)(6)2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches") and complication of device insertion ("only one coil was placed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain and menorrhagia had resolved, the abortion spontaneous, migraine, headache and complication of device insertion outcome was unknown, the rheumatoid arthritis had not resolved and the arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, complication of device insertion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and rheumatoid arthritis to be related to essure. The reporter commented: discrepancy noted for essure insertion date-(B)(6)2011. Patient received treatment for events- pregnancy (stillbirth or miscarriage). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Pregnancy test - in (B)(6)2012: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: new events added- genital bleeding, pain in hip, rheumatoid arthritis and only one coils was placed. Essure insertion date, lab data and medical history was added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and anembryonic gestation ('pregnancy: stillbirth/miscarriage/blighted ovum') in a 35-year-old female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/only one coil was placed". The patient's medical history included pregnancy ((B)(6) 1995; (B)(6) 1998), multigravida and parity 2 ((B)(6) 1995; (B)(6) 1998). Concurrent conditions included unicornuate uterus and lymphoma. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain") and arthralgia ("hip pain"), 4 months after insertion of essure. On (B)(6) 2012, the patient experienced anembryonic gestation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage/pregnancy: termination"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches") and complication of device insertion ("only one coil was placed"). The patient was treated with misoprostol (cytotec) and surgery (hysterectomy with bilateral salpingectomy and curettage with suction). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain and menorrhagia had resolved, the anembryonic gestation, migraine, headache and complication of device insertion outcome was unknown, the rheumatoid arthritis had not resolved and the arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, anembryonic gestation, arthralgia, back pain, complication of device insertion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and rheumatoid arthritis to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2011. Discrepancy noted for essure removal date-(B)(6) 2018. Patient received treatment for events- pregnancy (stillbirth or miscarriage). As per patient note on (B)(6) 2012 : cytotec was given to facilitate tissue expulsion. Trailing coil: right: 05 on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion on the left side. Pregnancy test - in (B)(6) 2012: pregnancy confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, pregnancy with essure. Lot number: 740665, manufacturing date: 2010-05, expiration date: 2013-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.